Event description:
It was reported that the control-iq algorithm suspended basal and decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 54 mg/dl, and the meter bg reading was 450mg/dl. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level, however, specific value was not provided. Customer administered a bolus and was treated with a intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.